Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2016 the patient underwent a left sided tka and during that procedure simplex ghv bone cement was utilized to cement all components. It is further alleged that on (B)(6) 2018 the patient underwent revision surgery due to mechanical loosening of her knee components and debonding of simplex ghv bone cement.